Manufacturer narrative:
Device issue with inomax dsir# (B)(4) ((B)(4)). The review of service order findings was completed on 17-july-2015. Please see device evaluation summary. Inomax dsir# (B)(4) was returned to the manufacturer for routine 1 year preventative maintenance (pm). The pm included service log review and subsequent performance testing. The regional service center (rsc) review of the service log revealed two (2) delivery failure (df) alarms raised due to backlight current below minimum 800 counts; actual value: 540 counts and 563 counts, respectively. The rsc experienced a blank display and replaced the touchscreen/display. A full functional test was performed and the device operated according to specifications and it was returned to the device service pool. The root cause for this report is display-backlight failure. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure (device issue). Case description: on 17-july-2015, during a routine review of service order findings from a regional service center (rsc) in the united states, the company's senior quality operations manager identified a display-backlight failure with inomax dsir# (B)(4). Although the customer did not report an adverse event with this device, a display-backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: 29-july-2015: this is a non-serious, post-marketing device report. A routine review of services order findings revealed a display backlight failure in a inomax delivery system dsir. No adverse event associated with the display backlight failure was reported. The case is considered reportable because a previous similar device failure had been associated with serious adverse patient consequence (index case MDR# 3004531588-2013-00023).